Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user reported after correct reprocessing a second sampling taken (B)(6) 2023 was negative for growth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was reprocessed with an olympus endothermo disinfector. Samples were taken after one night of storage in a drying cabinet. The device was not used for any procedures before sampling. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected contamination. Testing of the distal end detected <1 colony forming units (cfus)/smear, testing of the instrument channel detected <1 cfu/ml, testing of the air/water channel detected 250 cfu/ml of mold and >200cfu/ml of mold after membrane filtration, and testing of the jet channel detected <1 cfu/ml. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for additional contaminated devices reported by the user facility.